Manufacturer narrative:
Full event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, the arterial pressure from the optical fiber could not be read. Instead, arterial pressure was switched to be read from another line. There was no reported patient injury.

Manufacturer narrative:
Section d: changed brand name from trans-ray 7fr. 34cc iab to trans-ray 7fr. 40cc iab - japan. Section d: changed catalog # 0684-00-0513 to 0684-00-0514. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the maquet sheath. A catheter tubing kink was observed near the y-fitting at approximately 76.5cm from the iab tip. Additionally, the sensor cable was returned cut at approximately 7.62cm from the rear of the y-fitting and the cut portion was not returned. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A visual inspection of the optical fiber was performed and no damage was observed. Unable to perform a sensor output test due to the returned condition of the device. A kink can cause difficulty in monitoring pressure. However, we were unable to fully test the device due to the returned condition. The evaluation did not confirm the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, the arterial pressure from the optical fiber could not be read. Instead, arterial pressure was switched to be read from another line. There was no reported patient injury.